Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was capped due to a lead fracture. The lead has been taken out of service but remains implanted. No additional adverse patient effects were reported.